Event description:
The customer reported a system message displayed during set up. The system was rebooted, but the system message would not clear. The pt was blocked, prepped, and in the operating room. The case was cancelled. No pt injury was reported.

Manufacturer narrative:
The company service rep examined the system and confirmed the system message reported. The fluidics controller pcb was replaced. Preventive maintenance was performed. The system was then tested and met all product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).